Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4) initial reporter occupation: lawyer. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address recurrent dislocation. Update 08 apr 2019 com-(B)(4) has been re-opened due to receipt of unf and medical records. Prior to revision patient alleged pain and underwent closed reduction. After review of medical records, patient was revised to addressed acute injury at work resulting in dislocation. Revision notes indicated no signs of loosening however acetabular component was at about 55 degrees of abduction and had almost a neutral anteversion. Added medical history, date of birth of patient, law firm, lawyer, surgeon, gtin and cup in impacted product. Doi: (B)(6) 2007. Dor: (B)(6) 2012; right hip.